Event description:
It was reported that pump displayed malfunction code and fault message with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which caller acknowledged and understood.